Event description:
It was reported that the customer noticed blood leakage at the gas outlet of the oxygenator. The procedure was completed without changing the device. No adverse clinical consequences were reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.